Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. After the device was deployed it was discovered that a link break occurred. During the device removal, it was reported that the foot would not park. The physician manipulated the lever up and down and the foot eventually parked. The device was removed and a second perclose device was inserted and deployed. Successful closure was achieved. There was no report of an adverse pt event.